Event description:
The physician intended to implant a 2.5 mm diameter x 14 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. It was reported that the patient had a "very short" left main. At the ostium of the circumflex the resolute integrity stent became stuck at the end of the guide catheter and the physician attempted to remove the guide catheter and guidewire. The guide catheter was successfully removed however the resolute integrity stent dislodged from the delivery system and remained on the guidewire. The physician removed the dislodged stent using a snare. Patient status post procedure was reported as ok and no clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver the stent, stent embolism), (root cause of stent dislodgement cannot be determined based on limited information). Conclusions: no conclusion can be drawn (root cause of stent dislodgement cannot be determined based on limited information). (B)(4).